Event description:
It was reported that the screen on the external pulse generator (epg) was cracked. Technical services provided the part numbers needed to repair the epg. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.